Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact. There was no visible damage to the pump. A review of the event history log evidenced multiple consecutive occlusion alarms. A syringe test was performed with a 1 ml syringe. The investigator noted that the force sensor values were out of specification. At 0 pounds the value was -0.40 pounds and the count was at 21. The investigator therefore noted a premature occlusion alarm during the syringe test. The force sensor was out of calibration as a result od calibration drift and normal wear. The pump was over 3 years old and required preventative maintenance. No real fault was found with the device. The force sensor was replaced and calibrated. Preventative maintenance was then performed. The pump subsequently passed all functional tests.

Event description:
It was reported that the pump exhibited a failed force sensor. No patient injury or complications were reported in relation to this event.